Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that this device doesn¿t work. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: the cable is defective and motor sticks. The values of the keypad are out of range. The motor is corroded and runs not constantly. The cable is defective. The motor, motor cable and hand control set were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during a knee arthroscopy procedure on an unknown date on (B)(6) 2021, it was observed that the micro tornado hp w handcontrol device did not work. During in-house engineering evaluation, it was determined that the motor was corroded an was not running constantly. There were no adverse patient consequences reported. No additional information was provided.